Event description:
Upon opening the custom pack for the case, the surgical tech noticed a foreign object inside of the custom hand pack. The object appeared to be a dried-up worm/maggot but we did not know for certain what it was. This was discovered before the patient reached the operating room. The pack was thrown away and another pack was opened. The customer hand pack ryhd92 lot number 1621044 was retrieved, and this foreign matter sample was submitted to the owens & minor analytical lab for evaluation. The sample was observed under 20x magnification, and the debris was identified as a glue glob with various pigments embedded. We believe this material to be inherent to the bundle bag as a biproduct of their plastic extrusion process. This will be confirmed through a supplier corrective action request to our bundle bag manufacturer.